Manufacturer narrative:
Logs showed alarm 321 - "battery disconnected" was active after each start-up. Further, alarm 389 - "no o2 dosing possible" was active twice. Alarm 241 - "temperature of blower high" was active several times. Alarm 240 - "temperature of blower too high" was active twice on (B)(6) 2018. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 experienced alarm 240 - "temperature of blower too high". Patient was involved and had been removed from the device but there was no harm confirmed to the patient.